Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the patient underwent placement of optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of recurrent deep vein thrombosis (dvt) and pulmonary embolus (pe). The filter was successfully deployed below the level of the renal veins. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded in wall of the inferior vena cava (ivc), unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient had blood clots, clotting, and/or occlusion of the ivc. Per the ppf, the patient has undergone two attempts that were unsuccessful, to remove the filter. The first attempt was made thirty-nine days post implantation and the second was made a month and twenty six days post implantation. The patient reports to be suffering from depression, stress, anxiety, abdominal and back pain. The patient was prescribed medication to treat the anxiety. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Without procedural films for review, the reported tilt, embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety and depression do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17015078) presented no issues during the manufacturing process that can be related to the reported event. This report is a follow up report to MFR number 9616099-2016-00280 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded in wall of the inferior vena cava (ivc), unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient had blood clots, clotting, and/or occlusion of the ivc. Per the ppf, the patient has undergone two attempts that were unsuccessful, to remove the filter. The first attempt was made thirty-nine days post implantation and the second was made a month and twenty six days post implantation. The patient reports to be suffering from depression, stress, anxiety, abdominal and back pain, and blood in urine. The patient was prescribed medication to treat the anxiety. According to the medical records, the patient had a history of recurrent deep vein thrombosis (dvt) and pulmonary embolus (pe). The filter was successfully deployed below the level of the renal veins.